Event description:
The customer contacted beckman coulter inc (bec) to report obtaining an erroneously elevated hybritech psa result for one patient result generated by the unicel dxc600i synchron access ® clinical system. The erroneous result was reported out of the laboratory and questioned by the physician since it did not fit the clinical picture of that patient. The patient sample was collected in a serum sample tube and was centrifuged for 10 minutes at an unknown speed using a statspin express centrifuge. Qc was performing within the customer's established ranges on the date of the event. On (B)(6) 2011, the customer performed system check which passed within instrument specifications. The sample was repeated on the same instrument produced lower results in the normal reference range of the assay. On (B)(6) 2011, a bec field service engineer (fse) performed a major pm. Fse replaced the prevision pump valve seal, rotor, and stator as it was indicated there was rust marks on them. The fse also adjusted the photometer voltage to correct the drift correction factor. Fse performed a passing system check and a passing high sensitivity system check within instrument specifications to verify hardware. Although hardware repairs were completed at the time of service, it could not be determined if any hardware malfunctions had caused the erroneously elevated result. A definitive root cause for this event has not been determined to date for this event.